Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris in the channel of the device. A functional evaluation was performed on the returned device and found it does not cycle as designed. The debris clogging the channel makes the actuator bar stick in the extended position, it can be returned manually to the proper position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include unintentional clogging of the device with debris. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 did not trigger. T1 was successfully removed from the patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).